Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the doctor was unable to extend the helix. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.